Event description:
During a review of the patient's programming/diagnostic history available in the in-house database, it was observed that upon initial interrogation on (B)(6) 2008, the settings were at unintended parameters which were indicative of a faulted systems diagnostic test occurring. Two systems diagnostic tests were performed on the previous visit, (B)(6) 2007, with the (B)(4), and one of which faulted. It is likely that a faulted systems test changed the settings to unintended parameters. The settings were corrected on (B)(6) 2008 prior to the patient leaving the clinic.

Manufacturer narrative:
Analysis of programming history.